Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat a moderately tortuous and heavily calcified lesion in the left anterior descending (lad) artery. The 3.50x8 nc traveler balloon dilatation catheter was advanced to the lesion with resistance noted. The balloon ruptured at 12 atmospheres during the fourth inflation. The procedure was completed using a new balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.